Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Following this event, the patient experienced intermittent asystole, the physician decided to apply a temporary stimulator. In the following hours, the physician performed the revision procedure and replaced this device. No additional adverse patient effects were reported. This product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Following this event, the patient experienced intermittent asystole, the physician decided to apply a temporary stimulator. In the following hours, the physician performed the revision procedure and replaced this device. No additional adverse patient effects were reported. This product was received for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Following this event, the patient experienced intermittent asystole, the physician decided to apply a temporary stimulator. In the following hours, the physician performed the revision procedure and replaced this device. No additional adverse patient effects were reported. It was reported this product kept by the hospital nurses but when the local boston scientific representative went to collect the product, it was not found. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Following this event, the patient experienced intermittent asystole, the physician decided to apply a temporary stimulator. In the following hours, the physician performed the revision procedure and replaced this device. No additional adverse patient effects were reported. This device will return for analysis.